Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range impedance measurements of 210 ohms. A commanded 80 joule shock was performed and the impedance measurement was 194 ohms. They plan to replace the s-ICD system with a transvenous dual chamber implantable cardioverter defibrillator (ICD). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to high impedances and inappropriate shock. The s-ICD system was successfully explanted and replaced with an ICD system. The patient reported anxiety. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range impedance measurements of 210 ohms. A commanded 80 joule shock was performed and the impedance measurement was 194 ohms. They plan to replace the s-ICD system with a transvenous dual chamber implantable cardioverter defibrillator (ICD). The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced due to high impedances and inappropriate shock. The s-ICD system was successfully explanted and replaced with an ICD system. The patient reported anxiety. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range impedance measurements of 210 ohms. A commanded 80 joule shock was performed and the impedance measurement was 194 ohms. They plan to replace the s-ICD system with a transvenous dual chamber implantable cardioverter defibrillator (ICD). The s-ICD system remains in service. No additional adverse patient effects were reported.